Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this fiber was thoroughly analyzed. Microscopic analysis did not identify fiber tip break (physical tip break/separation); therefore, reported fiber tip break could not be confirmed. However, a distal circumferential fracture was identified on the fiber tip. A severe debris adhesion (charred tissue) was also identified on the fiber tip indicative of heavy tissue contact during use. The connector cone, segments, and tabs were observed to be in good condition and properly secured. The fiber was functionally tested using a helium neon (hene) laser fixture, and no signs of breakage along the fiber length were detected. Functional testing demonstrated that the firing output rate was below the threshold for potential patient harm. It is probable that the debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including a distal circumferential fracture. The instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The IFU further states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage. The device history record review confirmed that the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of fiber cap/tip break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of discomfort is a known risk associated with the use of this device and is documented in the risk documentation. Based on a thorough review of the reported information and investigation results, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber stopped working and it was also reported there was a fiber tip breakage. The patient experienced bladder irritation. Due to this, the procedure was completed using another device.

Event description:
It was reported that during a procedure, the fiber stopped working and it was also reported there was a fiber tip breakage. The patient experienced bladder irritation. Due to this, the procedure was completed using another device.